Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to urethral atrophy. All components were removed and replaced with a new aus. The patient fully recovered.